Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested.

Event description:
On 12/06/2023, infutronix received a report that this pump has had a system error, which could cause delay in treatment. Requested the device to be returned for further evaluation.